Event description:
The user facility in the united states reported that capsular damage occurred with four patients, performance hesitation, trampolining, infusion fluctuated on four vitrectomy cases last week. Additional surgeries were needed for each patient (vitrectomy, etc.). Another system was used to continue. This report is for the 1st patient.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing. See related MDR reports: 0001920664-2025-00027, 0001920664-2025-00028 & 0001920664-2025-00029.

Manufacturer narrative:
The customer did not approve the repair. Therefore, the evaluation is not available. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete. See related MDR reports: 0001920664-2025-00027, 0001920664-2025-00028 & 0001920664-2025-00029.